Manufacturer narrative:
Reporter's phone number and reporter's institution: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the alarm do not sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A field service engineer tested the device and observed the reported issue. To resolve the issue, the speaker was replaced.

Manufacturer narrative:
Results of functional testing confirmed there was no sound coming from the pic ix. The philips field service engineer (fse) replaced the speaker onsite the device was operational after repairs were completed.

Event description:
Philips received a complaint on the pic ix hardware indicating that the alarms do not sound. Based on the information available and the testing conducted, the cause of the reported problem was due to the speaker.